Manufacturer narrative:
Additional information: h6 and h11:the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse. The pump said infusion complete, but no volume was gone from the bag. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.